Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 52 mg/dl and sensor glucose was 179 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that her blood glucose was 228 mg/dl and sensor glucose was 127 mg/dl. The customer stated that she also had a blood glucose of 275 mg/dl and sensor glucose was 200 mg/dl. The customer stated that she found a bent cannula on a sensor. The customer also reported that she experienced low blood glucose. The customer stated that she treated her low blood glucose with coke and cherry pie. The customer mentioned that her doctor changed her basal rates. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that she had a java anomaly. The sensor will not be returned for analysis.